Manufacturer narrative:
Upon final review of this event, it was determined that the device was performing within its specifications. Therefore, this event has been deemed not reportable. Reference to complaint #(B)(4).

Event description:
On 09/19/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate deviation too high (4.94). No report patient was involved.

Manufacturer narrative:
There are previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).